Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen several months ago and the longevity remaining was about one and a half years. At the most recent follow-up, however, the longevity remaining decreased to about nine months. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that a second data analysis was performed, and device replacement was recommended within 90 days. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service.